Manufacturer narrative:
Although a root cause cannot be identified, the data shows true amplification for the positive results. An investigation into the reagent lot confirms no systemic product problem was identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for sars-cov-2 and influenza a (negative for influenza b). The customer indicated that although unknown, it is likely that the same sample was used for the retest on a separate cobat liat analyzer which generated a negative result for all targets (sars-cov-2, influenza a, influenza b). The negative results were reported to patient and doctor. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.